Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Of note, status post first avr, the patient did poorly with a lot of chest pain and pericarditis syndrome treated with multiple courses of indocin, colchicine, without result. A definitive root cause cannot be determined, however, it is most likely that patient's clinical condition contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic valve was explanted after four (4) months due to aortic valve dehiscence and pericarditis. Per obtained information, status post aortic valve replacement (avr) the patient had done poorly with a lot of chest pain and pericarditis syndrome treated with multiple courses of indocin, colchicine, without result. The patient presented with bilateral lower extremity edema, some chest tightness, and discomfort. Upon admission, the patient was in tachycardia with a-flutter and was started on medications. Evaluation revealed a pericardial effusion in which was drained. A few days later, tee demonstrated mild to moderate perivalvular and intra-valvular regurgitation. "It appeared that a portion of the bioprosthetic aortic valve had pulled away from the wall of the aorta and he had a significant perivalvular leak." During the procedure, the pericardial was removed down to the phrenic nerves and the aortic valve was replaced with a 25mm edwards valve. There were no complications and the patient was returned to the ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".